Event description:
It was reported that before an unknown procedure, the scrub nurse tried to install the device to the handpiece and undergo the testing, the testing didn't pass. They tried again and still not passed so they asked for a new hp054. When using the new hp054 with the same ace14s, the testing did not pass. As a result, the nurse opened another ace14s. Finally, the new ace14s passed the testing and finished the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found cracked at the discolored location during functional testing on gen11 instrument error screen was displayed. A probable cause of an instrument error screen is blade damage. The device will stop activating and either display instrument error screen, when the blade becomes damaged. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade.